Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was overheating at night and shut down. The patient experienced difficulty breathing and was hospitalized. In the previous report b2 was omitted. It is reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Event description:
The manufacturer received information alleging a ventilator was overheating at night and shut down. The patient experienced difficulty breathing and was hospitalized. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 18, 2025 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator was overheating at night and shut down. The patient experienced difficulty breathing and was hospitalized. Additional information was received regarding the allegation of the patient's death due to covid and heart failure in the hospital. The section d9, e1 was updated and sections b2, h1,h2, h3 and h6 have been corrected in this report as follows: section b2 was corrected to death and hospitalization. (Previously, it was blank.). Section h1 was changed from malfunction to death. Section h6 health effects: clinical codes and health effects - impact code was updated. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer visually inspected the ventilator and did not detect any hardware defects on the device. The device was returned without a detachable battery and the inlet filter. The ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. The date of the incident was reported on (B)(6) 2021, there were not any critical alarms or error codes. On the date of incident ((B)(6) 2021) there were only 2 low pip (peak inspiratory pressure) and 2 low pep (positive expiratory pressure) patient circuit alarms. After these patient circuit alarms, the reset key was pressed to silence the alarms. The device was still in use until (B)(6) 2022 without any critical error codes. The trilogy device was allowed to warm up on the bench top. During this time there were not alarms or error codes. The device was tested on the trilogy multi-function test station and passed the applicable test steps. Test steps were observed as failures but are related to production environment testing parameters. The device was run overnight on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. Technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no critical error codes. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer unable to duplicate any failure with the ventilator and has determined that the device functions as designed.